Manufacturer narrative:
(B)(4). D10: item name# 28mm i.d. 44mm o.d. Size f bearing; item number# 110031012; lot # 67075156. Item name# cer option type 1 tpr sleve +3; item number# 650-1067; lot # 2020020373. Item name# g7 dual mobility liner 44mm f; item number# 110024464; lot # 65892025. Item name# g7 screw 6.5mm x 30mm; item number# 010000999; lot # 7536299. Item name# g7 screw 6.5mm x 25mm; item number# 010000998; lot # 7543653. Item name# g7 screw 6.5mm x 30mm; item number# 010000999; lot # 7636829. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately one year and eight months post-implantation due to dissociation of the femoral head and bearing. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a1, b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.